Event description:
When opening the product, it's tearing incorrectly (at the middle instead of at the end, therefore, affecting the sterility of the product. No further details are available. No pt involvement occurred.